Event description:
It was reported that the cot dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This product was originally reported as a (B)(4), serial number (B)(4). The correct product for this complaint is (B)(4), serial number unknown.

Manufacturer narrative:
Serviced by lbms.